Manufacturer narrative:
(B)(4) customer returned pump for an alleged damage to battery compartment and battery charge lasting less than expected found on 09/30/2021. Pump passed displacement test, self test, and active current measurement test; however pump did not pass sleep current measurement test. Test p-cap successfully locked into the reservoir tube. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly (pcba 1). The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), broken battery tube threads, faded serial label damage, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where broken battery tube threads and cracked case (battery tube) was noted. Battery charge less than expected was not confirmed; however, sleep current measurement test failure suspected to be moisture damage on pcba 1.

Event description:
Information received by medtronic indicated that the insulin pump had a battery compartment was cracked and battery life of her pump only last 2 days. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer was discontinue use of the device.